Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the pump touch screen was unresponsive. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 292 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.